Event description:
It was reported to philips that the main pc was not working. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) inspected the system onsite and identified power issue with host pc. The issue was temporarily resolved by reconnecting the host pc. Subsequently, the host pc and its hard disk were replaced under a separate case ((B)(4)). Following the replacement, the system was restored to normal operation and returned to clinical use in good working condition. The codes have been updated based on the investigation's outcome.